Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. Section a4: patient weight is unknown. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000077119.

Event description:
It was reported one of the leads exhibited high impedances and was unable to be placed in MRI mode. As such, surgical intervention may be pending to address the issue at a later date.